Event description:
It was reported that particulate matter was noted during reconstitution with a reconstitution device. Reportedly, after the reconstitution device was docked to an azythromycin medication vial, coring of the vial was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.